Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) followed up with the customer over the phone to address reported event. The customer confirmed the error during analyzer start up. While fse was troubleshooting with the customer, the s172 sensor was found wet, the customer cleaned and dried off the sensor. The customer verified no overflow during functional test and error 3004 was not reproduced. The customer successfully ran daily check and quality control successfully without error. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [3004] liquid leak detected cause: the drain sensor s172 detected liquid. In this case, measurement will be paused. Action: please contact tosoh local representatives. If there is no liquid leakage, check s172. The most probable cause of the reported event is unknown.

Event description:
A customer reported getting error message "3004 liquid leak detected" on the aia-900 analyzer. The customer found liquid in the overflow s172 area but could not identify the source. The customer decided to power off the analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii), follicle stimulating hormone (fsh), prolactin (prl) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.